Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely related to positioning or alignment of the pin guide onto the plate which lead to cross threading. However, a conclusive determination could not be made.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent a distal femoral orif on (B)(6) 2015. During the procedure, the pin guide would not thread into the screw hole. Subsequently, the screw could not be placed. Another plate was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.